Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display screen. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the pump was booted and the display screen was observed to be dim with a pink contrast. Unrelated to the initial complaint, a crack along the battery compartment extending from the threads to the fingerpad was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.